Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. A manufacturing record evaluation was performed, for the finished device 121725500/ d22051438 lot number. And no non-conformances /manufacturing irregularities were identified. As part of our company quality system process, all devices are manufactured, inspected and distributed to approved specifications. Additional complaint information, monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable device history lot: a manufacturing record evaluation was performed, for the finished device 121725500/d22051438 lot number. And no non-conformances /manufacturing irregularities were identified.

Event description:
A. Was there any surgical delay related to the event? If yes, what is the duration of the delay? ¿ nil known surgical delay b. Was there any patient consequence related to the event? ¿ pelvic fracture lost primary hip replacement. E. Reason for revision? ¿ pelvic / acetabulum fracture. Requiring rv hip+ pelvic orif. ¿ do you know how the patient had a fracture? Is it due to a patient fall or any other factors? The cause of the fracture is inconclusive, pt has parkinson¿s and could have sustained a fall. I asked if the fracture could have occurred in surgery. Which is possible but unlikely."

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Prosthetic fracture acetabulum rv hip surgery, orif pelvis.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Corrected: d4 primary UDI number if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.